Event description:
It was reported that during the implant procedure, there was an increased threshold on the left ventricular (lv) lead after the induction test. One day after implant at follow up pacing threshold increased, so the physician reprogrammed the pacing to lv ring to coil. After another patient check it was noted the lead was dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. Performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).